Event description:
Reporter stated customer tested 6.9 inr and 7.1 inr on the coaguchek xs system while a comparison lab returned as 4.9 inr. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(4).